Event description:
It was reported by the patient that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The patient¿s blood glucose rose to 400 mg/dl while wearing the pod for an unknown duration. When the pod was removed from the infusion site (arm), a little blue string was observed out of the pod¿s cannula. No treatment details were provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 4.0.2operating system: up1a.231005.007.s908usqu7exk7hardware: sm-s908ucgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.